Manufacturer narrative:
Additional information has been provided in sections h.6 and h.11. No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging mbrs are subjected to 2 independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results. Environmental, utility, bioburden records. Sanitization records. Sterilization cycles. The product labeling for silikon provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article stated 58-year-old man presented with recurrent total retinal detachment in the left eye (os) undergone pars plana vitrectomy (ppv) with temporary so silicon oil fill for the initial retinal detachment of his left eye and tomography (oct) revealed significant cystoid macular edema and fluorescein angiography (fa) revealed petaloid leakage. Patient was treated with antiviral and antibiotics. After treatment, fa showed significant reduction in petaloid leakage of the macula.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Warren w. Pan. Et al. Tocilizumab for silicone oil-induced recalcitrant cystoid macular edema in a patient with recurrent acute retinal necrosis associated retinal detachment, ocular immunology and inflammation, (2025); 33(8): 1869-1872. The manufacturer internal reference number is: (B)(4).